Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump had alarmed no delivery during the bolus delivery. The customer had noticed a bent cannula. The customer's blood glucose was 21.9 mmol/l. Nothing further was reported.